Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 430 mg/dl at the time of incident. Customer reports that they have contacted to their health care professional regarding the high blood glucose. Customer stated that she has been using insulin pump system within 48 hours of reported high blood glucose. Customer does not allege the insulin pump was under delivering. Customer also stated that, multiple large air bubbles were present along the tubing length with the small gap. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.